Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 30 stapler and reload switch was analyzed and found to have multiple reload recognition failures based on log review. Review of the instrument log found that the instrument generated four "no valid reload detected" and three "lockout detected" errors. An in-house reload was installed on the jaws of the instrument. The instrument was installed on an in-house system and passed the initialization test. The instrument moved intuitively with full range of motion in all directions. The instrument jaws opened and closed properly. The instrument was tested for fire and fired the reload successfully. The stapler was returned with the switch of a reload, however the reload cartridge was not returned. The initial findings were confirmed. To clarify, the instrument was returned with a switch component separated from the reload. It is unclear where the switch was found by the user. Review of the logs confirmed repeated reload recognition failures on all 11 install attempts of this instrument in the field. Logs show that either no valid reload was detected or that the lockout mechanism was detected, preventing initialization of the device. The instrument was not fired. Based on the return of the dislodged switch component, it is likely that the switch was pulled from a reload during reload installation. Once dislodged, it is probable that the switch blocked proper detection of the installed reload. Surface of the switch component showed blunt-force deformation. The complaint was confirmed by failure analysis. The probable root cause of reload damage is attributed to damage during user handling. Damage to the proximal end is likely caused by mishandling while either installing or removing the reload.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the sureform stapler 30 curved tip instrument was unable to load and fire. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the staplers would not engage, and the system deemed them unrecognizable.